Event description:
Essure - had it placed in (B)(6) of 2012, and I have had continuous pain lower right in my abdominal pelvic area. It's so painful it feels as though my appendix has burst. I have suffered continuously. I have migraines, backed up fluid, excessive heavy period smell, pain during intercourse, weight gain, etc. It happened once I had essure placed. I suffer everyday.